Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve leak issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had a bad valve when inserted into the body. They stated that it was bleeding back. The catheter was replaced and that resolved the issue. The procedure continued. Additional information was received. The approximate amount of blood returned was maybe one syringe of blood. Reports air entered into body but no consequences to patient and no intervention was required. Additional request has been made to obtain clarification to this complaint. However, no further information has been made available. With the available information, the event has been assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
Additional clarification is being requested if the concomitant product should be a sheath instead of the catheter reported as the event states, ¿the catheter was replaced and that resolved the issue.¿ however, the device reported is a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the initial it was reported that additional clarification is being requested if the concomitant product should be a sheath instead of the catheter reported as the event states, ¿the catheter was replaced and that resolved the issue.¿ however, the device reported is a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Additional information was received on 26-jan-2023 confirming that the issue was the sheath. The bwi product analysis lab received the device for evaluation on 22-feb-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve leak issue occurred. The device evaluation was completed on 01-mar-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).